Event description:
The syringe pump appeared to have delivered 1cc of antibiotic in one half hour as programmed. The pump had alarmed for the completion of the administration of the volume in the syringe which alerted the nurse to the completion of the dose. Pharmacy confirmed that there was to be no expected adverse effect to the pt as a result of this reported infusion rate.

Manufacturer narrative:
Evaluation of this pump by baxter revealed that the device had a component which was worn. The area of the location of this component was found very dirty and a possible contributing factor to the worn condition. Customer was informed of need for regular preventative maintenance on pumps.